Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, prime/seating, basic occlusion, force sensor, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. Unit properly connected to the glucose sensor simulator. No communication anomaly noted.

Event description:
The customer reported via phone call that pump was not linking to transmitter. Walked customer through auto connect and device was not found. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.